Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that visualization issues occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, a clear image could not be obtained during the operation. The image was very vague and completely black. No patient complications were reported. However, device analysis revealed that the catheter was entangled with the guidewire.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual and microscopic inspection revealed that the sheath assembly was kinked, and the catheter was entangled with the guidewire. The marker band was pinched, and windup was observed. Impedance testing showed an electrical open at the proximal end of the catheter, 130-140cm from the distal housing. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions. The guidewire was found twisted/tangled with the opticross device on analysis, which is evidence that the motor drive unit (mdu) was on during insertion of the device into the patient. Since the device is not designed to withstand the forces that could be encountered when advancing while rotating, this condition could increase friction within the device and contribute to twisting of the distal section. Product analysis revealed a twist in the distal section of the device, which is evidence that the mdu was on during catheter insertion.